Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported settings not available on controller screen today. The patient was redirected to their healthcare provider to meet with their mdt rep to further address the issue. It was reported that a patient experienced fainting, which led to a fall. The patient was evaluated by their primary care provider following the event. High impedance was identified on electrode #13, measured at 30,990 ohms, and there was a loss of stimulation as well as an inability to deliver the desired settings. An impedance check was performed to determine the cause of the message "unable to deliver desired settings." The high impedance on electrode #13 was identified as the cause, and current programming was using that electrode. The issue was resolved. No patient complications have been reported as a result of this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.